Manufacturer narrative:
This report is filed january 22, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced severe dizziness with and without device use. Subsequently, the patient was hospitalised (date, duration and administration of medication not reported). The implanted device remains.